Event description:
Case reference number (B)(4) is a spontaneous report sent on 26-feb-2026 by a physician via a sales representative concerning a 58-year-old female patient. Additional information was received on 04-mar-2026 from the same reporter. No information about medical history, history of allergies or previous filler treatments has been provided. On (B)(6)2024, the patient received treatment with one vial of sculptra (invalid lot 3j52825), which was equally distributed to the dorsum of the hands using 25g cannula with unknown injection technique. The physician confirmed that they insufficiently diluted the sculptra and were aware that they used sculptra in off-label areas. Sculptra was reconstituted with a total volume of 15 ml, which included 1 ml of mepivacaine [mepivacaine]. Sculptra was injected to the dorsum of the hands (off label use of device) and one vial of sculptra was reconstituted with a total volume of 15 ml/was reconstituted with 1ml mepivacaine/injected using 25g cannula (intentional device misuse). The company's quality department confirmed that counterfeit sculptra was injected (counterfeit product administered). One month after treatment, (B)(6)2024, the patient experienced a nodule/foreign body granuloma (foreign body reaction) on the dorsum of the hand. The physician initially performed infiltrations with water for injection [water for injection] in an attempt to dilute the product. However, this treatment resulted in no clinical improvement. At the follow-up visit the following month, the physician reported a worsening of the condition following the procedure. Months later, another hcp attempted to repeat the dilution procedure, however, this also resulted in no clinical improvement. In feb-2026 (last week prior to the date of the report), the physician performed a complete surgical excision of the granuloma, which appeared very hard and opalescent, with an approximate diameter of 0.5 cm. The excised sample was sent for histological analysis, and the pathology report was pending at the time of reporting. Outcome at the time of the report: nodule/foreign body granuloma was recovered/resolved. Sculptra was injected to the dorsum of the hands was recovered/resolved. One vial of sculptra was reconstituted with a total volume of 15 ml/was reconstituted with 1ml mepivacaine/ injected using 25g cannula was recovered/resolved. Counterfeit sculptra was injected was recovered/resolved. Tracking list: v.0 initial report. V.1 fu received on 17-mar-2026 from the same reporter. The event suspected counterfeit product was recoded to counterfeit product administered. Verbatim of event (intentional device misuse) and needle type were updated.

Manufacturer narrative:
Company comment: the serious event of foreign body reaction was considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical and surgical intervention to prevent permanent damage. The potential root cause includes a foreign body reaction to the product in the local tissue, and a contributory factor may include off-label use of the product. The sculptra was used off-label in the hand and intentionally misused with regards to reconstitution. Additionally, a counterfeit sculptra product was suspected. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure involving a counterfeit sculptra product. The reported lot number was not a valid lot number for a galderma product, confirming that the product was counterfeit. Furthermore, this lot number has been previously identified as counterfeit. The investigations performed are considered adequate, and pv will not perform additional investigations unless further information is received. Further investigations related to the counterfeit product will be carried out by the qa and antipiracy departments. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations by pv. The counterfeit product is handled and documented in more detail within the technical complaint file.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 26-feb-2026 by a physician via a sales representative concerning a 58-year-old female patient. Additional information was received on 04-mar-2026 from the same reporter. No information about medical history, history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with one vial of sculptra (lot 3j52825), which was equally distributed to the dorsum of the hands (unknown injection technique and needle type). The physician confirmed that they insufficiently diluted the sculptra and were aware that they used sculptra in off-label areas. The sculptra was reconstituted with a total volume of 15 ml, which included 1 ml of mepivacaine [mepivacaine]. The sculptra was injected to the dorsum of the hands (off label use of device) and one vial of sculptra was reconstituted with a total volume of 15 ml/ was reconstituted with 1 ml mepivacaine (intentional device misuse). Reported sculptra lot 3j52825 is invalid (suspected counterfeit product). One month after treatment, in (B)(6) 2024, the patient experienced a nodule/foreign body granuloma (foreign body reaction) on the dorsum of the hand. The physician initially performed infiltrations with water for injection [water for injection] to dilute the product. However, this treatment yielded no clinical results. At the follow-up visit the following month, the physician reported that the procedure resulted in a worsening of the condition. Months later, another hcp attempted to repeat the dilution procedure, however, it again yielded no results. In (B)(6) 2026 (the last week from date of the report), the physician performed a complete surgical excision of the granuloma, which appeared very hard and opalescent, with a diameter of approximately 0.5 cm. The excised sample was sent for histological analysis, and the pathology report was currently pending. Outcome at the time of the report: nodule/foreign body granuloma was recovered/resolved. Sculptra was injected to the dorsum of the hands was recovered/resolved. One vial of sculptra was reconstituted with a total volume of 15 ml/ was reconstituted with 1 ml mepivacaine was recovered/resolved. Reported sculptra lot 3j52825 is invalid was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of foreign body reaction was considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical and surgical intervention to prevent permanent damage. The potential root cause includes a foreign body reaction to the product in the local tissue, and a contributory factor may include off-label use of the product. The sculptra was used off-label in the hand and intentionally misused with regards to reconstitution. Additionally, a counterfeit sculptra product was suspected. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was not a valid lot number for a galderma product. Following one follow-up, the same lot number was confirmed. Therefore, there is a suspicion of a potential counterfeit product. However, additional follow-up to obtain further information, especially regarding where the product was purchased, is ongoing. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.